Event description:
It was reported that on the day of implant, the patient felt diaphragmatic stimulation after atrial lead dislodgement. No sensing a nd no capture were also noted. The lead was repositioned to the atrial appendage and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, lead, implanted: (B)(6) 2014; 305c21, tissue valve, implanted: (B)(6) 2010. (B)(4).